Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a frozen display and the time on her device was not advancing. Troubleshooting was performed. The customer stated that the buttons were unresponsive, and there were any alarms during or after the buttons stopped responding. Instructed the customer to remove the battery and have the insulin pump rested for ten minutes. Advised the customer to revert to back up plan until the battery is replaced. The customer's blood glucose reading at time of call was 238 mg/dl. No further information was provided.